Manufacturer narrative:
.

Event description:
It is reported that the periarticular screwdriver tip was fractured during operation and no pieces were retained in the patient wound.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the screwdriver were reviewed and identified no deviations or anomalies. Hardness and dimension taken are within specification. The item is fractured near the hex feature. This device was used for treatment. A definitive root cause cannot be determined with the information provided.